Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device was operated using standard technique, marker was in the green section so ample compression applied ready for firing. Fire was made, washer sounded. Leak test performed, bubbles generated from believed to be the staple line. Surgeon checked donut rings of tissue from the device, believed 20% of the staples in a section of the circle had not formed effectively. The procedure was extended by one hour and thirty minutes due to failure. Anastomosis was over sewn with sutures. Patient¿s bowel temporarily defunctioned with use of stoma. Currently the patient recovery is well.

Manufacturer narrative:
(B)(4). Date sent: 01/30/2017. Correction to initial 3500a report. Additional follow up information requested. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.